Manufacturer narrative:
(B)(4). Event occurred outside the USA ((B)(6)) on a product available for distribution in USA.

Event description:
Patient hospitalized following pedicle screw breakage found at 15 months post-op of osteosynthesis surgery.